Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Impella 5.5 was inserted via direct access site in a 63 year old male patient for cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was noted to be scai shock stage c. The impella 5.5 was inserted with no noted complications, however during the surgical procedure the patient was felt to have had a stroke with unspecified degree of impairment. Post surgical procedure there was extensive bleeding noted from the chest tube requiring blood transfusion. The patient is still identified as being on support.

Manufacturer narrative:
E1 added zip code extension as it was omitted from the initial report that was submitted.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: stroke, major bleed/ ppae: the cause of the injury was not determined due to insufficient clinical details.